Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. A 18f manta was used for closure following a tavr procedure completed with a 29mm valve. Access was gained in the rcfa, vessel size was >7.5mm and there was no calcification or tortuosity. When gaining access the initial stick using micropuncture was too low due to a high bifurcation. A second stick was completed and determined to be in a good location, the procedure was complete through the second site. There was difficult in gaining access due to a deep tissue tract resulting in a blunt dissection to aid in access. Per the IFU the safety and effectiveness of the manta device has not been assessed in patients who are suspected of having more than one femoral arterial puncture in the same vessel during initial access for the interventional procedure. Additionally, it states do not use manta if there has been a femoral artery puncture in same vessel within the prior 30 days, recent femoral artery puncture in same groin that has not healed appropriately, and/or recent (<30 days) vascular closure device placement in same femoral artery. During the procedure there was difficulty with advancing procedural sheaths. The total heparin given during the procedure was 20000 units, act prior to closure was 422 and blood pressure was 102/42, protamine was given. Manta was used for closure and was deployed at the measured depth of 7.5+1. After deployment oozing was present and manual pressure was held for 10 minutes to resolve. The IFU was confirmed to precaution that in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The access site was then visualized under ultasound and found the vessel was patent, there was no extravasation and all implant components were properly positioned. Additionally, no vascular injury or defect was evident. 6 hours post procedure the patient presented with ecchymosis and slight oozing. Ecchymosis is a common adverse event associated with any large bore intervention, including the use of manta. The patient was confirmed to have a pseudoaneurysm that was resolved with a thrombin injection. A pseudoaneurysm is a known potential adverse event related to the deployment of a vascular closure device. The root cause of the extended time to hemostasis and the pseudoaneurysm is likely a combination of the multiple punctures to the vessel during access and the high act. While protamine was given to lower the act, it was only enough to counteract half of the herapin given, thus it was likely still higher than the required 250 seconds per the IFU.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: on 4/20, we became aware that the patient later, on the evening of 4/15 patient had ecchymosis/hematoma and confirmed to have a pseudoaneurysm. Pt was taken to the lab for thrombin injection. There were 2 access sticks using micropuncture, the first stick was too low, and the second stick was where the procedure was done through/manta deployed. There was a difficult tissue tract, blunt dissected to aid in access, somewhat tough sheath advancement. The patient outcome post procedure: oozing from access site post-closure was managed with ~10min of manual pressure. The access site was then visualized under ultrasound to assess for hemostasis and vessel condition. Vessel was patent, there was no extravasation present, and all implant components appeared to be appropriately positioned, and good runoff was evident distal to the access site. No vascular injury or defect was evident, closure was successful. Patient had slight oozing/ecchymosis and psa ~6 hours or later post procedure